Manufacturer narrative:
No patient information to date after calls to customer 08/03/2021, 08/09/2021, and 08/13/2021. Unique identifier: (B)(4).

Event description:
The hospital reported high co2 delivery during a case. There was no report of patient injury.